Event description:
It was reported that during a knee arthroscopy procedure using a quantum controller with a 2.5mm 90 degree wand, upon connecting the wand to the controller, the controller displayed a split screen. The wand was discarded and the surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.